Manufacturer narrative:
(B)(4). Batch # r57423. Device evaluation: the analysis results showed that the cs40g device was received with no apparent damage with one reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. In addition, a plastic piece was received inside of a plastic bag. The device was disassembled to verify the condition of the internal components and showed that the plastic piece returned belongs to the pin shroud. No conclusion could be reached on what caused that the shroud pin broke. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify, when the small piece of plastic was found, had it fallen into the patient? If yes, was it removed from the patient? No plastic object came into contact with the patient. Will it be returning with the device for analysis? Yes. Was there any patient consequence? Was not used on patient, another stapler was opened for the surgeon.

Event description:
It was reported that during an unknown procedure, the device was unable to lock stapler into position before using inside the patient and surgeon decided not to proceed with using for patient as unwilling to risk misfire. Small piece of plastic found when taking the guard off the stapler which looked not used for patient and new stapler was opened for the surgeon.